Event description:
It was reported that during an unknown procedure, the tissue pad was damaged. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
11 french & 7french sheath in left femoral vein - tortuous access. 3d intracardiac echocardiography catheter (ice) inserted through 11 fr. Md attempted to reposition ice catheter, decided to discontinue catheter, inserted .035 j wire thru 11fr sheath due to resistance.several minutes later, during sheath maneuver, sheath separated into half - distal half inside left femoral vein.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the tissue pad melted and partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.